Event description:
Patient received paroxysmal atrial fibrillation ablation utilizing the medtronic affera pfa atrial fibrillation ablation using sphere 9 catheter on (B)(6) 2025, was discharged later that evening without incident. On (B)(6) 2025 patient presented to emergnecy department with complaints right lower extremity weakness. MRI completed, results consistent with small acute lacunar infarct. Bilateral cerebral embolic strokes. Patient hospitalized and discharged on (B)(6) 2025.